Event description:
It was reported that the bed had a broken weld on the fowler drive tube housing and torque tube weldment. No adverse consequence reported.

Manufacturer narrative:
Actuator box and cover.